Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported some segments of the infusion device display are defective and this could lead to misinterpretation of the insulin delivery amounts. The infusion device was not dropped. The infusion device was requested for eval. No physiological effects were reported, and the pt did not require treatment from a healthcare professional or second party to address the issue. No add'l info was provided.